Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 8/13/2021. H.6. Investigation: a device history review was conducted for lot number 1106082. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was provided to aid in our investigation. Our engineers were unable observe any foreign material on the submitted device. The reported non-conformance could not be confirmed. Unfortunately, without the ability to evaluate the foreign material our engineers could not determine a root cause for this event. H3 other text : see h.10.

Event description:
It was reported that syringe 50ml w/o had foreign matter. The following information was provided by the initial reporter: when chemo drugs mix normal saline through syringe, some solids created.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml w/o had foreign matter. The following information was provided by the initial reporter: when chemo drugs mix normal saline through syringe, some solids created.